Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on lcd window and scratches on reservoir tube window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 303 mg/dl. The customer was treated with insulin pump and manual injection after the set change. The troubleshooting was performed. The customer was advised to revert to back up plan per hlth care provider instruction. The pt was advised that the insulin pump need to be replaced.